Manufacturer narrative:
The customer did not authorize or respond to any device repair request. The device was returned unrepaired. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A complete quality notification review was not performed because the device was manufactured prior to july 1, 2004- the implementation date of the erp system. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp door latch recall 2017- 04/04/2019 11:05:05 crisleivy pena (crpena) npi not confirmed unit received unexpectedly fedex tracking #1001910520160009212100479925909943 please note: unit is not marked received/prcd until npi is confirmed for repairs and/or additional information is received/confirmed by customer *shipping label matches sap ownership *unaffected by current recalls 04/04/2019 12:14:27 sandra j mcdonald (smcdonal) unit is also impacted by the lvp door latch recall. 04/05/2019 07:20:51 dwayne davids (ddavids) biomed contact art hill art.hill@trimedx.com 05/13/2019 08:04:01 lauryne wasan (lwasan) additional repairs needed per myrna cruz, service tech. The repair estimate was sent to the customer but we did not receive a response. A copy of the email sent to the customer has been attached to this notification. Unit is being returned back un-repaired since the customer has been un-responsive. 05/14/2019 12:20:15 annette a mendez (amendez) 9632001960920413730700102839861435